Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device counters were correct and the report alluded to the device being cleared at implant in the remote website. The clearing of the device is the cause of the episode list not including the ¿7¿ pauses that were in question. The clinician found the ¿incomplete list¿ to be confusing and caused unnecessary review/concern of the patient record. The behavior reviewed was as expected based on the timeline of events. The website remains in use. No patient complications were reported as a result of this event.